Manufacturer narrative:
(B)(4). Date sent to the FDA: 10/06/2020. Additional h3 investigation summary: it was reported that the suture was broken during use. One paper lid, one empty winding former and a needle-suture piece of product code sxpp1a301 were received for analysis. During the visual inspection of the needle/suture piece, the swage and attachment area were noted to be as expected. However, marks on the body needle and the end of the suture piece cut that appears to be by the use of a surgical instrument could be observed. The other section of the suture was not returned for analysis and due to the condition of the sample the functional test can¿t be performed. The manufacturing records could not be reviewed as the batch number is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Additional information was requested and the following information was obtained: procedure name? No further information is available. Event date? No further information is available. Lot number? No further information is available. What tissue was being approximated or sutured when it broke? No further information is available. What was used to complete the procedure? No further information is available. Device return status/follow up? We regularly contact with sales rep about the device returning. No further information will be provided. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown surgery on an unknown date and barbed suture was used. During the procedure, the suture broke. There were no adverse patient consequences reported. No additional information was provided.